Event description:
Customer reported the skin spacer is missing and the maximum dose output in normal mode is 10.5 r/min. No patient injury was reported.

Manufacturer narrative:
Possible aro. Found the maximum dose output to measure 10.1 r\min in normal mode and 19.97 r/min in hlf. Adjusted maximum dose output in normal and hlf modes. Maximum dose outputs now measure as follows: normal - 9.089r/min, hlf - 17.81 r/min. System operates as intended.